Manufacturer narrative:
Patient city: (B)(6). Patient country: poland. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number: (B)(4). Event occurred in poland. It was reported that the patient experienced a hyperglycemic event on (B)(6) 2026. The patient blood glucose level was high and the patient was treated using pump therapy. No further information available.